Manufacturer narrative:
The unit was evaluated at the customer's site. The fse removed, replaced, and tested a new waste valve assembly. The fse ran two cycles with no issues. System meets manufacturer requirements.

Event description:
The customer alleged that their aer unit leaked cidex on the floor next to the front right caster. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.